Manufacturer narrative:
(B)(4).

Event description:
The pt underwent a cancer removal procedure which used liquid nitrogen and subsequently lost stimulation. He was progressively shakier over a two day period and then he lost stimulation. It was further stated that the pt underwent a surgical procedure in which electrocautery was used and that afterward the device was dead. It was not clear if this procedure was in addition to the cancer removal procedure. The stimulator was replaced and following replacement, everything was fine. Further info is being requested from the hcp.